Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, patient experienced ghosting of vision and was not happy. The lens was removed and replaced with another lens in a secondary procedure. "Implant did not perform as expected", was given as clinical justification for iol exchange. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).